Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that after spiking the chemotherapy bag, a leak was observed from the luer site. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The report suggests that after spiking the chemotherapy bag, a leak was observed from the luer site. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakage from smartsite to spike joint was confirmed. Visual inspection of the set noted the smartsite had snapped with part of the male luer remaining bonded inside the spike component. Functional testing was deemed unnecessary due to separation. The root cause could not be determined.